Event description:
It was reported that when customer is in the tdxsr-cg power chair the brake will screech and stop the chair and when it does he gets left motor default error. He has had the chair since (B)(6) 2014. (B)(6) 2015: the dealer is stating the cable connection screws have worked free from the unit. There is a possibility that the screw is in the controller and may need to replace the controller as well. No injury or property damage reported.